Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3889-28, lot#: v726053, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported the device was painful. No external factors were noted. Impedance testing showed >4000 on all combinations and a battery life with less than 3 months life. Patient was made aware the lead was not working and the battery was close to end of life. The implant was removed per patient request. The device was explanted, patient will not be replacing it and discarded the device. The patient did not want a new device placed only for the old one to be taken out. The issue was resolved at the time of this report. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) indicated no cause determined for impedance checks >4000 and this was confirmed with physician .